Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a vizigo sheath and when prepping the sheath there was resistance when trying to advance the dilator inside. The medical team was ultimately unable to advance the dilator within the sheath. The issue occurred when going transseptal before the catheter was inserted into the left atrium. The catheter never went into the sheath. The needle was stuck in the dilator--there was high resistance. There was no visible damage to the sheath or the dilator. The carto vizigo® sheath was replaced and the issue was resolved. The procedure continued with no further issues. No patient consequences were reported.

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).